Event description:
It was reported to covidien that the unit was missing display segments. There was no patient involvement reported.

Manufacturer narrative:
The npb-40 is no longer manufactured. The npb-40 has surpassed end of life and end of service. Customers may choose to upgrade to oximax n-65 handheld pulse oximeter. See scanned page.